Event description:
It was reported that following trial procedure, patient developed some postural headaches and csf drainage. Surgical intervention was undertaken wherein the physician did a complete l4/l5 decompression, the csf leak was repaired, and the trial devices were explanted to address this issue. It was later reported that patient was put into different positions with no headache.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10281337. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.